Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there was white foreign material found inside the air/water cylinder of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presence of foreign material was confirmed. However, the definitive root cause of the foreign material could not be determined. The instruction manual states detection methods associated with the presence of foreign material in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection", and prevention measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.